Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer delivered a bolus prior to being hospitalized and was not feeling well the days prior to being hospitalized. A review of the pump history indicated low insulin and low power alarms annunciated. While hospitalized, the customer was treated with intravenous insulin. It was indicated that the customer anticipated being released on (B)(6) 2016.